Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump does not charge resulting in the battery fully depleting. Additionally, it was reported that the touchscreen was intermittently unresponsive. The customer's blood glucose level was 460-470 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.